Event description:
No additional or corrected information to report.

Manufacturer narrative:
The reported device was not received for evaluation. The reported condition of a loosened screw was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that an iunihg screw is loosened. Tooth # 6.